Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received motor communication error alarm. Customer also received a no power alarm. Customer's blood glucose was 5.6 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected a39 alarm or off no power alarm occurred during testing. No cosmetic damage was noted during physical inspection.